Event description:
It was reported to MFR that the hand held screen was broken and that only three vertical lines were displayed when powered on. Troubleshooting was performed and the screen problem did not resolve. The site has denied any trauma to the device. The hand held device was returned to MFR for analysis. The handheld device was powered using the returned ac power supply. During power up it was identified that the screen image was distorted. The screen image had 3 dark vertical lines. This is an indication that the screen is defective.